Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted the customer with follow up phone calls to the health center, the meter is a multi patient device; unable to contact them; however,customer care dpt received an email from the health center stating the meter reading issue was resolved by a staff who is a purchasing coordinator.

Event description:
Consumer is calling from a facility and reported complaint for high blood glucose test results from truebalance meter. The customer is concerned with test results from meter to meter comparison on same patient using truebalance meter of 387 mg/dl and the test result reported using truetrack meter of 182 mg/dl. There is no expected fasting/non-fasting blood glucose test result range as meter is being used for multiple patients. The customer stated that it is giving high results for everyone. There are no symptoms reported. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer calling about a truebalance that's being used at a facility. The customer states that it is giving high results for everyone. Lot number of truetrack (rt4884) was checked and it is not a part of the recall. Nor are the strips from the truebalance. Customer stated that when the truebalance read 387mg/dl fasting on a patient, they tested that same patient immediately after with the truetrack and obtained a result of 182mg/dl fasting. Strips and products are being stored correctly.